Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. UDI not available. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
Doctor reported that implant fractured at collar of the implant. Approximate dates: event date: (B)(6) 2021; implant date: 2008; explant date: (B)(6) 2021.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. An implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and bone with fracture at the collar.functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per.the reported device location is unknown and was used for approximately 13 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (613726). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (613726) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture implant. Post market trend review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.